Manufacturer narrative:
No further information concerning this report is expected at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a pocket revision procedure due to visible "puffiness" on the implant area. The physician examined the pocket tissue and determined it was healthy. The patient is being monitored and the system remains in service. There were no additional adverse effects reported.